Event description:
The customer reported less than one milliliter of diluent and blood fluid leaked within the instrument from the probe rinse block involving the unicel dxh 800 coulter cellular analysis system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has a biohazard spill cleanup procedure at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the probe wash collar vacuum supply was intermittent and weak. The fse replaced the probe wash collar vacuum path solenoid valve vl341 and flushed vacuum pathway to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).